Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off. Review of the pump history with the customer confirmed that low power alerts and a low power alarm had occurred prior to the pump shutting off. Recommendation was made to the customer to charge pump more frequently. In addition, the customer received a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled with 250 units. It was confirmed the customer was able to successfully load a new cartridge onto the pump. Customer reported blood glucose level was 300 (mg/dl). A bolus was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.